Manufacturer narrative:
Biomerics contacted a medical expert (physician) and requested assessment of the observed event, procedure, patient, and device use. The medical expert subsequently spoke with the reporting physician and determined that the cervical articular pillar was approached from a lateral trajectory rather than from the posterior parasagittal trajectory advocated and described in the available technique summary guide. When the nimbus device is placed onto the cervical medical branch from a lateral approach, superficial cutaneous nerves may be incorporated into the radiofrequency lesion. According to the medical expert, the issue could easily arise from misplacement of any given rf electrode, and that ll rf devices produce nerve coagulation. This patient's peripheral nerve inadvertently incorporated into the lesion, causing numbness in the face and ear. The medical expert stated that the nerve is likely to regenerate. Further, he concluded that the event was related to surgical technique rather than device malfunction. Biomerics will assure that the distributor's medical representative is re-trained according to the relevant section(s) of the technique summary guide and instructions for use. The subject device's instructions for use will be modified to include the potential complication associated with a lateral trajectory to access the desired cervical target.

Event description:
A distributor notified biomerics that a physician's patient is experiencing complications (numbness in the face and ear) after he performed a cervical medical brach neurotomy using a biomerics electrosurgical rf expandable electrode (nimbus). The physician had concerns before the procedure, so he reviewed the technique summary guide and the images with the distributor's medical representative and proceeded with the case. The physician reported "in 15 years he's never had a complication and feels that nimbus creates too large of a lesion particularly for cervical and thoracic [applications]."